Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 2000mcg/ml; 249mcg/ml via an implanted pump. The indication for use was intractable spasticity and head/brain injury. The patient experienced a decrease of drug effect and a return of spasm. The rotor study was negative. The spine incision was explored and a kink was found. The spinal segment of the catheter had an acute angle with no flow. It was replaced (B)(6) 2015 and was discarded. The issue had been resolved. Patient status was alive; no injury.

Manufacturer narrative:
(B)(4).